Manufacturer narrative:
The unit was received with a "service needed" status. Inspection confirmed high accumulator pressure caused by contaminated zeolite and a blocked feed port due to dust-filled muffler. This led to low oxygen output and repeated sieve warnings in the data log, requiring column replacement. The unit showed signs of user abuse with excessive internal/external dirt. Additionally, the product manifold was leaking from debris under the check valve, and the motherboard (j20) and power input were burnt due to an overcurrent low voltage event. However, due to the mention of a fire hazard in the reported message. This complaint is being submitted in an abundance of caution.

Event description:
On (B)(6) 2025, the patient contacted inogen, to report observing a visible spark like a short circuit when powering on their 5g unit. The patient stated this was the first occurrence in four years, he denied any exposure to water that could have caused the spark. Patient confirmed he received a replacement unit he had no health issues or concerns and reported it was functioning well after limited use. No injuries, fires, or property damage were reported. This report is being submitted in abundance of precaution due to the nature of a visible short like circuit when powering the unit on referencing to a potential fire hazard.